Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: -the procedure is a right lower lobectomy. -the steroids dexamethasone valerate and difluprednate were used for symptoms. -the patient is female and 70-year-old, and had undergone chemotherapy for breast cancer. The patient had no history of dermabond use. -the symptoms subsided a few days after treatment and no problems have occurred since. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? What date /day post op was the reaction noted? Infection was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an right lower lobectomy surgery on an unknown date and topical skin adhesive was used. A few days after the surgery, it became red, it was peeled off and put steroids on it and the symptoms went away. The steroids dexamethasone valerate and difluprednate were used for symptoms. The symptoms subsided a few days after treatment and no problems have occurred since. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received if further details are received at a later date a supplemental medwatch will be sent. This was all of the information received is photo available of patient reaction? No photo is available. What was the procedure date? =>unk. What date /day post op was the reaction noted? Post-op several days. Not infection. Was any surgical intervention performed? No, only steroid treatment. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Normally. What prep was used prior to, during or after adhesive use? Unk. Was a dressing placed over the incision? If so, what type of cover dressing used? Unk. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No history of dermabond. Patient demographics: initials / ID, bmi. Unk. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Unk. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No history of dermabond. Product code and/or lot of product used? Unk. Current patient status. No problem. Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? No comment was obtained. Is product available to return for analysis. =>we regularly contact with sale rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.